Event description:
Customer was hospitalized for dka due to high blood glucose levels. Customer stated that the pump had re-set all of the programming to factory settings. Troubleshooting was done and found that pump had alarmed e01, which is what caused the pump to re-set to factory settings. Pump passed the self test.